Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they had a prime rewind anomaly. The customer's blood glucose was 481 mg/dl at the time of incident. The customer's blood glucose was 312 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that the insulin continued to drip after motor stopped during the manual prime process. The customer's mother was instructed to attach a new infusion set and reservoir then restart the priming process. The customer's mother stated that the insulin did not continue to drip after letting go of the act button. The customer's mother stated that the motor slowed down and numbers ramped up on the screen. The insulin pump will not be returned for analysis.